Event description:
It was reported that the patient experienced frequent charging of their spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was replaced. The procedure was completed successfully and there were no patient complications. The explanted ipg will not be returned as it was retained by the hospital.